Event description:
The customer reported a falsely elevated troponin I (access accutni) result, within the risk stratification range, for one patient, involving the access accutni reagent used in conjunction with the access 2 immunoassay system. The falsely elevated result was released out of the laboratory. As a result, the patient was admitted to the hospital. The customer then analyzed the patient's second sample, on the original instrument, and obtained a negative result which was issued to the hospital; the patient was later discharged. The customer indicated no additional treatment was given to the patient. The customer performed further reanalysis of the original sample, on the original and alternate instrument, and obtained negative results. The patient's sample was collected in a 4 ml lithium heparin plasma tube and centrifuged at 5,110 rpm (rotations per minute) for five minutes. The customer noted the sample was slightly hemolyzed but acceptable to analyze. All of the system parameters including quality control (qc), calibration, and system checks passed within assay and instrument specifications prior to and after the event. No system issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.